Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient believed that the device was causing more pain than relief. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action at this time.

Event description:
A report was received that the patient believed that the device was causing more pain than relief. The patient will undergo an explant procedure.